Manufacturer narrative:
Correction: it was inadvertently reported in the initial report that the numbers of events for the period was 6 however, the correct amount of events is 8. The serial number for both events is (B)(6) and therefore the total of events for that serial number is now (B)(6) (it was originally 1).

Manufacturer narrative:
Additional information: five (5) investigations were completed during the period. A review of the records related to the device model that included labeling, manuals, trending, risk documentation reviews and device history record (DHR) was performed and showed that the devices met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial numbers of the devices and quantity unknown. 46119816 x1. 46116116 x1. 46117316 x1. Additional information: two investigations were completed during the period no product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the systems and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 6 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.